Event description:
A 43-year-old male patient attempted suicide by hanging self on bathroom doorknob on psych unit, using a black strap. The strap appears to be identical to the straps which are tied to the endura glider transport boards in the radiologhy dept. The patient had been to radiology for x-rays on the morning of the suicide attempt. When the patient was found, there was a pulse but no respirations. Cardiopulmonary resuscitation started, and patient began spontaneous respirations. Patient was admitted to cardiac care unit, and on a ventilator until 2/19/99 when he was removed from ventilatory and breating on his own.